Event description:
It was reported to covidien on (B)(4) 2014 that a customer has an issue with a beta cap adapter. The customer states there was an issue with the beta-cap adapter. According to the customer, the pt that is using these adapters are experiencing a leak in their catheter tubing where the beta cap is located. The customer stated that this has happened approximately 4-5 times in the past four years with this customer. As a corrective action the customer now uses titanium adapters. There was pt involvement, but no report of pt injury, medical intervention, or adverse reaction associated with this event. No add'l info is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.